Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: 6 investigation was completed from the period. Breakdown of investigation observation are as follows for respective serial number: (B)(4) cartridge crack, iol torn, stuck in cartridge, tip deformed. (B)(4) stuck in cartridge, tip deformed. (B)(4) cartridge crack, stuck in cartridge, tip deformed. (B)(4) no product returned. (B)(4) stuck in cartridge, tip deformed. (B)(4) cartridge crack, tip deformed. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: there were 2 investigations completed during this period. Breakdown of 2 investigations with respective lot numbers are as follows: 2515501903 cartridge tip cracked/damaged, 4468961810 cartridge tip cracked/ damaged, override, stuck in cartridge the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of reported 24 events are as follows: cartridge crack 2. Cartridge crack, tip broken 1. Cartridge crack, tip deformed 2. Cartridge damaged, stuck in cartridge 3. Plunger rod issue, tip deformed 2. Tip deformed 13. Unknown / unspecified 1. Serial numbers of suspect products: (B)(4). 17 investigations were completed and 7 are pending for the time period. From the 17 investigations: cartridge crack, iol torn, lead haptic not folded, stuck in cartridge, tip deformed 1. Cartridge crack, iol torn, stuck in cartridge, tip deformed 1. Cartridge crack, override, stuck in cartridge, tip deformed 2. Cartridge crack, tip deformed 3. Lead haptic not folded, stuck in cartridge, tip deformed 2. Lead haptic not folded, stuck in cartridge, tip deformed, trailing haptic not folded 1. No product returned 1. Override, stuck in cartridge, tip deformed 1. Stuck in cartridge, tip deformed 4. Tip deformed 1. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 24 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.